Event description:
It was reported that the pump was critically alarming due to a zero ml reservoir volume. This was confirmed by telemetry. It was believed that the reservoir ran dry around (B)(6) 2011. The pt experienced increased spasms in the right buttock. The pump was used to deliver lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
Additional information reported that the cause of the previously reported event was due to the "noncompliance of the patient." The patient missed a pump medication refill and the pump ran dry. The pump was subsequently refilled on 2011-(B)(6). The patient's pump contained lioresal at a concentration of 500 mcg/ml and a dosage of 75.93 mcg/day. The patient did not require hospitalization and recovered without sequelae.

Manufacturer narrative:
(B)(4).